Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. No sticking buttons noted. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level is unknown. The customer stated that the buttons were sticking while attempting to bolus. The customer also stated that while programming back up to retrieve settings, the keys were sticking. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.